Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon, the patient's device had extruded gradually after implantation. Patient accidentally excluded the electrode array by an 'ear-pick' late 2008. The patient's device was explanted eight days later, and the patient was implanted with a new device during the same surgery.